Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger was resetting. Upon evaluation, there were intermittent connections at bga components u104 (pxa) and u1003 (pld) on computer / analog (ca) board (B)(4), there was contamination on the battery board, and corrosion on the interconnect cable. The cause of the resets is the intermittent connections and contamination. The root cause of the intermittent connections has not been positively identified. The root cause of the contamination and corrosion is liquid ingress of an unknown contaminant. The root cause of the resets cannot be distinguished between the intermittent connections and contamination. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.